Manufacturer narrative:
The manufacturer received new and relevant information on 07/29/2024. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device confirmed that black dirt adhered to the air outlet port area and to the surface of the device. Confirmed by internal checking that an improved sound abatement foam was installed. Confirmed that the black particles or dirt were not confirmed in the inside of the sound abatement foam. Additionally, degradation of the sound abatement foam was not confirmed either. Therefore, it is assumed that the black dirt on the air outlet port area and the surface of the device adhered due to the living environment. Section g3 and h6 have been updated in this follow up report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of black particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.